Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11 device evaluation: intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. In the logs, an error was found indicating a faulty motor, encoder, amplifier, or connection on the usm, confirming the fault occurred in the field. Upon visual inspection, signs of heavy fluid intrusion were found on the usm that would be related to the reported event. The usm was installed onto a known working system where the error was triggered indicating fault on the axes controller carriage power (accp) circuit board and carriage motor stator, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the accp circuit board and carriage motor stator were inspected and were verified to be the source of the fault.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm #1 to resolve the non-recoverable fault issue. The system was tested and verified as ready for use. Isi has received the usm for failure analysis evaluation. However, as of the date of this report, the evaluation of the usm has not been completed.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy procedure, a non-recoverable error occurred while docking. At the time the issue occurred, anesthesia had already been administered to the patient. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and identified the error pointing to universal surgical manipulator (usm) #1. The tse instructed the nurse to reboot the system, but the error returned. The surgeon took over and the tse advised removing the instrument and sterile adapter, exercising the wheel of axis 4 on the carriage, reseating the sterile adapter, and performing a hard power reset with emergency power-off (epo). The customer stated the operation had to be aborted as the error could not be rectified despite telephone support with the tse. The surgeon explained that the procedure could not be performed with only 3 usms. The patient opted to not schedule another surgery.